Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was with power outlet. The field service engineer corrected the power outlet issue to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system not communicating prevented user from retrieving medication to patient. The user was able to get medication from other station. However, there were no adverse events or injuries reported based on this event.